Event description:
Rep informed us that a surgical center reported a problem with a triggerflex dtf-40. During the procedure, the hand piece stuck in the extended position. As the device was being removed, a piece of material separated from the electrode. The material was removed from the patient and nothing remains. There was no patient injury. Site stated that the product was not reused.

Manufacturer narrative:
No product has been returned yet. We will follow-up on this MDR, once product is received. The company has evaluated product from production lot in question along with additional lots of triggerflex, containing electrode tips from each of our suppliers. Our testing did not replicate the failure mode during normal operating conditions. However, our testing was able to replicate the failure mode under extreme conditions, but only for tips manufactured by one of our suppliers. This is the same supplier that manufactured the tip, which failed in surgery. The company has made the decision to recall all product lots containing electrode tips from this supplier.